Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call they received a no delivery alarm during a manual prime. The reservoir and tubing were not in use before. Troubleshooting was performed. Tubing could be filled manually. They were told to change the catheter. They received a no delivery alarm again during the manual prime. The customer's blood glucose level was unknown. The product will not be returned for analysis.